Event description:
A distributor of infutronix received a complaint from a patient, who reported "air bubbles past the air filter and before the connection to the catheter". It was reported that the air bubbles might have been coming from "where it connects". Patient was instructed to reach out to beacon orthopedics for further assistance. Patient later reported that they were told "the air bubbles are fine and to keep using it". Operator of device was a patient. Medication being infused was unknown. No patient injury reported. The contract manufacturer of the affected device is podo xingda (tianjin) medical co. Ltd.

Manufacturer narrative:
Device has been received. A follow up medwatch will be submitted when the analysis is completed.